Event description:
Hospital personnel were attempting to countershock the pt, condition unk. The unit charged to the selected energy however allegedly would not transfer the energy. A back up defibrillator was readily available and used to countershock the pt. The pt was resuscitated.